Manufacturer narrative:
The technician found the right head side rail center arm assembly was cracked. The technician replaced the center arm assembly to repair the bed.

Event description:
The technician found the right head side rail would not latch in the up position.